Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Transmitter functional tester: passed share log review found a loss of connection in the log. The reported event of loss of connection was confirmed. The root cause could not be determined.